Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer cleared the alarm to address the issue. Customer¿s blood glucose level was 600 mg/dl and was treated with a bolus via the pump.